Manufacturer narrative:
Clarification to h.6: disregard a2301, b12 clarification to reason for reoperation: rupture.

Event description:
Healthcare professional reported left side was implanted 15 to 20 years ago and not 10 years as initially reported. There was no use error.

Event description:
Healthcare professional reported left side rupture. Regulatory agency later reported pain. The device was 6 years past expiration when implanted. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, use error.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings on anterior assessed as surgical damage. Pain: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the device. Wear abrasion and crease fold observed on the device. White calcification observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Regulatory agency later reported pain. The device was 6 years past expiration when implanted. Healthcare professional later reported left side was implanted 15 to 20 years ago and not 10 years as initially reported. There was no use error. Device has been explanted and replaced.